Event description:
It was reported that a patient developed z-syndrome about 3 months post iol implantation. The patient experienced progressive myopia and cylinder postop. The doctor performed a repositioning surgery and was able to rotate the lens. The outcome is good.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. Additional information was requested but not received. As the device serial number was not provided, a device history record (DHR) review could not be performed. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Additional event information was received, indicating the patient reported sudden onset of blurred vision and presented with posterior and asymmetric z-syndrome in the right eye, two months postop. The surgeon performed a repositioning surgery but was unable to rotate the lens. The lens was removed and replaced with another model lens. In the surgeon's opinion, the most likely cause of this event was capsular fibrosis. The patient's outcome is reportedly good.

Manufacturer narrative:
Although requested, the device was not available for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, patient related factors may have caused or contributed to this event.